Event description:
In order to remove the nt clip and replace it by an xt clip, and while closing the clip the actuator line broke and the closing mechanism became dysfunctional resulting in the clip being stuck in the open position. FDA safety report ID# (B)(4).